Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, while closing the chest area, the tip of the needle broke off. The surgeon reopened, inspected and could not find tip of needle. An x-ray was taken, but no retained item. The surgical time was extended for 30 minutes or more as a result.